Event description:
Customer reported the system monitor cart was not powering up. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and, replaced the input fuses. System operates as intended.